Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400 mg/dl and the pump vibrates by itself. The customer mentioned that they were also hospitalized for high blood glucose. Troubleshooting found that the pump passed the self test. It was also found that the cannula was bent. Troubleshooting was performed and found that the drive support cap appeared normal and the pump was able to complete the rewind sequence. Customer indicated that the pump settings are correct. The customer did not have a tubing clamp and was advised to call back when it was received to perform the high pressure test. No further details given.